Manufacturer narrative:
Complaint origin: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was getting an out of regulation (oor) message on their programmer. There were no symptoms reported. Additional information was received: it was reported that the low battery level with the rechargeable ins caused the oor message, as it wasn't charged for 4 days. They did a system control and impedance measurement with no deviant impedances measured. The patient was advised to keep their ins charged and the issue was resolved. Additional information was received: it was reported that now the patient kept getting the oor message regularly. The message always resolved when they charge the ins but it was never empty when the oor appeared. Impedances were in normal range. At this time the patient was advised to charge the battery when the message appears. Additional information was received from tech services saying this case could be explained by the high settings and the rechargeable battery. A battery that is 50% charged runs into it's limit faster than a battery that is 100% charged. The way to resolve this is to charge the ins or lower the settings.